Event description:
It was reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis. No additional information was provided during intake. Subsequent attempts to obtain additional information (e.g., patient demographics, medications, medical history, causality, discharge information) have proven unsuccessful.